Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: power keeps going out. Confirmed failure: no problem found. Probable root cause: inspection. Black balance / pixel compensation. Software (enhancement, color, light, gain controls). Error messages. Fully enclosed camera head improves resistance to esd related failures. Desiccant tablets. Connection tabs from camera head cable to transition board. Inspection of image quality in ch qips. Inactivation of spy mode on ccu for specialties (cystoscopy, flexiscope) where pendulum ch is expected to be used. Ccu software revisions displayed in the ccu advanced settings menu. The failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image.